Event description:
Report rec'd that the ear/ulcer syringe in the pack (used for suctioning) appeared "deflated or distorted" at the tip and did not work adequately. When the infant required nasal suctioning in the delivery room, the ear/ulcer syringe did not provide adequate suction. The infant aspirated and was subsequently required transport to a higher level nicu. Report source states the inability to suction contributed to the event, but was not the sole cause of the infant requiring transfer. The current status of the infant is not known by this user facility.

Manufacturer narrative:
The ear/ulcer syringe is for medline. Their FDA registration number is 2085175. They have been notified of this incident.